Manufacturer narrative:
(B)(4)

Event description:
It was reported that during maintenance, a ventilator displayed an error message and the main screen blacked out. In ten seconds the display recovered by itself and the problem no longer happened. There was no patient involvement.

Manufacturer narrative:
(B)(4). The returned graphical user interface (gui) printed circuit board (pcb) and the flash drive were received for investigation. A visual inspection was performed, and no anomalies were observed. The units were attached to a test ventilator for analysis. The device was powered on and the ventilator passed the power on self-test (post). The device was set into service mode. The screen displayed "service required¿ and ¿serial number mismatch" error messages. The components were removed from the test ventilator and the serial number was downloaded into it. The components were then re-attached to the test ventilator and it passed all testing. The ventilator was set into ventilation mode for a minimum of 24 hours and no errors or alarms were generated. The diagnostic logs were reviewed and no issues were observed.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.